Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels. The customer thought that the insulin "batch" was bad. The customer's blood glucose (bg) level was approximately 300 mg/dl and was currently 189 mg/dl. The customer typically delivered a bolus via the pump to address the bg level. A pump system check was performed using the current pump supplies and no device issue was observed. Reportedly, the customer was using humalog in the cartridge over 72 hours.